Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, the probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during device service and maintenance, the diopter ring had dirt on the rhino-laryngofiberscope that was difficult to remove. There was no patient involvement.